Event description:
Reporter alleged obtaining discrepant blood glucose values of 50 mg/dl versus 117 mg/dl when readings were performed back to back within 3 minutes apart on the aviva system. Reporter stated on a different day, discrepant results of 57 mg/dl back to back with a result of 93 mg/dl when testing was performed 2 minutes on the same system. It was stated, the reporter was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.